Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "power output is too high, getting 150mw (megawatts) on a 100mw applicator". There was no reported patient harm. No further information is currently available.

Manufacturer narrative:
H3, h6: updated per evaluation report of returned device. Output power was decreased. Applicator was calibrated with a burn-in procedure. Output power was verified to meet device specifications. The device was successfully calibrated and passed full-functional tests as well as burn-in.